Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the source of the water leak to be from the uv light hose fitting. As the hose fitting required replacement this allowed water to leak from the unit onto the floor. The technician replaced the hose fitting, tested the system 1e processor, confirmed the unit to be operating according to specification, and returned the unit to service. No additional issues have been noted.

Event description:
The user facility reported that their system 1e processor was leaking water. No report of injury.